Event description:
Without disconnecting any lines, I lowered the cisplatin bottle to rinse the balance of the dose. Upon placing the bottle back on the hook, the spike fell out of the bottle and because the alaris tubing will back flush, the drug dripped out of the spike until I could clamp it off. A chemo spill kit was opened, approximately 50cc with water. The secondary was half empty and holds about 10cc when fully primed.